Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, a loss of capture was observed on the left ventricular lead. A chest x-ray imaging was normal. The patient was stated as fine.